Event description:
It was reported that patient presented in-clinic for follow up. Device exhibited post-paced t-wave oversensing on the ventricular channel via review of stored egm. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).